Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 402mg/dl. The customer treated their high blood glucose levels with the insulin pump. Troubleshooting was conducted. The customer states they had been hospitalized for high blood glucose. The customer declined to troubleshoot for high blood glucose. Nothing is being returned or replaced at this time.